Manufacturer narrative:
(B)(4). Date sent 8/5/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the procedure was a robot-assisted rectal resection for this case. -the rectal resection site is rb. -no bleeding, tissue damage, or leak were observed at that time of this event. -it seems that there was no problems with staple formation. -it seems that there was no problems with the washer and the donut. -no additional treatment was required. -it seems that a postoperative leak occurred 5-6 days after the surgery. -it is reported that treatment is being given to the leak area after the postoperative leak, but the specific details are unknown. -the patient's condition is currently such that bleeding has been observed due to the leak. It has not yet been able to confirm the treatment afterwards. Who removed the device? Not clear was the safety reset prior to removal? Not clear what was the users experience with the device?not clear is the current patient status known?there was a leak post-operation. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was a leak after the operation, but the specific management is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, there was strong resistance when the cdh25p was removed, so the serous membrane was torn. (It has not been determined that this was the cause.) No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025 additional information was requested, and the following was obtained: what was the indication for surgery?low anterior resection did the patient receive any preoperative chemotherapy or radiation?not clear were there any issues experienced with the device in the initial surgical procedure?no what is the nurse's experience with the device?not clear where in the green gap setting scale was the indicator located prior to firing?not clear did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?not clear were there any issues with device use/firing?no what confirmation was received that the device completed the firing sequence?not clear was the green checkmark visible at the end of firing?yes how many counter-clockwise revolutions of the adjusting knob were used to open the device?not clear was there any difficulty removing the device?yes, resistance was experienced was a complete transection of the white breakaway washer visually confirmed?yes were the donuts inspected? If so, please describe.no problems observed were there any issues noted with staple formation? If so, please describe the shape and location.no problems observed what was the total estimated blood loss (ml)?not clear was a transfusion required?not clear how was the bleeding addressed?not clear how was the pre- and post-operative anticoagulant and pain management protocol managed?not clear was the bleeding intraluminal or extraluminal?not clear what is the current patient status?unknown was a leak test performed? If so, what type and what was the result?not clear was the staple line visualized endoscopically during the initial surgical procedure?not clear how many days postoperative did the leak occur?5¿6 days later how was the leak identified?not clear what was observed at the site of the leak upon reoperation?not clear how was the leak addressed?not clear does the surgeon believe the postoperative leak was related to an alleged deficiency of the device?yes, because they had a similar experience before were there any other contributing patient factors?not clear.